Manufacturer narrative:
Product analysis #(B)(4): pump and partial catheter were returned due to poor control of pain. The reservoir was unable to be accessed after the internal decontamination process. Due to this development, the pump tube leak test was not able to be performed. Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter (B)(4). Analysis of the pump serial number (B)(4) found that the fluid path and reservoir access issues were due to residue during or after decontamination. It was noted that pump had moisture and residue on the inside of the inner cover, moisture on the pumphead gear, corrosion on and moisture on gear wheel three. Analysis of the catheter serial number (B)(4) found that the catheter returned in segments and showed a indent in the sc cup.

Event description:
It was reported that a pump and catheter were explanted due to poor coverage/control of pain. It was noted that the patient had no injury and recovered without sequela. It was reported that the pump was being used to infuse fentanyl. Additional information has been requested, but it was not available as of the date of this report.